Manufacturer narrative:
D9 - device available for evaluation: no. The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding a 7" pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, bulk non-sterile, alleging that the device disconnected, resulting in a leak during patient use. It was reported that there is a defective jloop ext set coming disconnected and leaking. There was no harm reported.